Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6) additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8490640. Date of event is estimated.